Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular oversensing (nsrvo). A review of the electrogram (egm) noted a loss of ventricular capture followed by intrinsic r-waves. The patient received an alarm for out-of-range high voltage (hv) lead impedance and high capture thresholds were also detected. The patient presented to the clinic with an increased in capture thresholds and increased in hv lead impedance. It was agreed to continue monitoring the rv lead. There were no adverse health consequences.